Event description:
Customer stated that the vibration in the toothbrush is so strong that the back of the toothbrush head chipped her teeth. She did not seek medical help. Customer says that the plastic part of the toothbrush head vibrates too hard. Customer stated that she tried brushing different ways so that the vibration would not hurt her teeth.